Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm and that there were a few occurrences of the alarm in the alarm history of the insulin pump. The customer's blood glucose was normal, and the customer did not require medical intervention. Nothing further reported.